Event description:
It was reported that during negative pressure wound treatment utilizing a renasys go, a nurse noticed that the device was powered off. When he/she pushed the power button to turn it on, the message of device failed was displayed on the screen. The event led to patient harm.

Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened. (B)(4).